Event description:
It was reported that a plastic piece of the monopolar curved scissors instrument broke off in central processing. The device was not used on a patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of the plastic piece at the distal end broke off is confirmed. Tube extension is broken and missing a .180 x .135 piece at the prox clevis interface. Clevis is dislodged from tube extension. Tube extension fractured next to one of the keys that mates with the proximal clevis. Evidence not conclusive, but tube extension likely broke due to excessive side loading or other mishandling/misuse. Electrical continuity passed. No other damage found. The instruments and accessories user manual specifically states:- proper care and handling is essential for satisfactory performance of surgical instruments and accessories. Examine the instrument or accessory - including all of its components - thoroughly before and after each use. If any abnormality is found, do not use it. Use the device for its intended purpose only. - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. - do not used a damaged cannula or reducer. Damaged cannulae and reducers may abrade the instrument shaft and generate particles that may fall inside the patient.